Event description:
It was reported that a patient was experiencing an increase in seizures, and his device could not be interrogated at the office visit. A follow-up appointment was being scheduled to have the local representative help check the device prior to referral for replacement. It was confirmed that the physician's tablet was able to properly function with the company representative's demo generators. A battery life calculation was performed and based on the programming data available to date, it was estimated that the device had 3.4 years remaining until near end of service condition. No further relevant information was received to date.

Event description:
It was noted that the patient had been hospitalized for a prolonged period. Follow up with the physician's office noted that the seizures were improved overall, but the patient goes through period of decreased and increased seizures as the seizure control was not always consistent. The physician stated that the increased seizures were possibly due to low battery since the physician was unable to interrogate the device. It was also noted that the patient had issues with medication compliance, and that the patient lives in a nursing home where it is difficult to obtain an accurate seizure diary from the staff. There were no records of the last system diagnostics in the physician's notes. Further follow up regarding the hospitalization clarified that the initial hospitalization was due to breakthrough seizures that resulted in a fall. The reason for the prolonged hospital stay could not be provided by the office. No known surgery has occurred to date. No additional, relevant information was received to date.

Event description:
It was reported that the patient was hospitalized 3 times the week prior due to seizures and will be seen for interrogation for vns replacement referral. No known surgery has occurred to date. No additional relevant information has been received to date.